Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6. H4: the lot was manufactured from april 12, 2019 - april 13, 2019. H10: the device was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port cap of the spike port. The reported condition of leak was verified. The cause of the reported condition was most likely due to inadequate or lack of cyclohexanone being applied to the spike port cap when it was inserted to the spike port tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified port. The leak was discovered during setup and prior to patient use. There was no patient involvement. No additional information is available.